Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon came undone inside of me- vagina [foreign body in reproductive tract]. Tampon came undone, fibers [device breakage]. Case narrative: consumer reported via e-mail that the tampon came undone and came apart. No serious injury reported.